Event description:
An optometrist reported multiple unexpected myopic outcomes following intraocular lens (iol) implant procedures. The optometrist reported that there are at least twelve cases. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product is was not returned and not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).